Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would result in insufficient energy transmission during ablation and a weak aiming beam thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on february 07, 2018 that an accutrac 200 laser fiber was used during a urs procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was gyrus acmi console. According to the complainant, during the procedure and inside the patient, after insertion of the fiber into the flexible ureteroscope, the user noted that the aiming beam was no longer visible. When the foot pedal was pressed, there was no energy coming out from the fiber. The procedure was completed with another accutrac 200 laser fiber. There were no serious injury reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the connector.